Event description:
We received the lavender nitrile powder free, latex free exam gloves and they were found to tear extremely easy. The staff would use them with a pt and look down only to find that the gloves were torn. This presents a very dangerous situation as far as infection prevention /blood & body fluid exposure goes as the staff could be exposed to hiv, hp. A, b, and c, etc and not know it until they look at their gloved hands or remove them. This has happened on several occasions and are cause for much concern. I spoke to the kimberly clark rep and he stated that when they manufactured this particular glove -lavender- the machines they used were still calibrated for the gray nitrile gloves and as a result, the lavender gloves were thinner than they were supposed to be. He assured me that all lots were recalled at our facility and replaced with supposedly correctly machine calibrated lavender gloves. We used these gloves up until april and hopefully all have been removed and replaced with correctly machine calibrated gloves. Dates of use: 2009. Diagnosis or reason for use: as standard precautions and isolation precautions. Event abated after use stopped: yes.